Manufacturer narrative:
All of the buttons functioned properly during testing and no damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection. The device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he has to apply to much pressure on the insulin pump for the buttons to respond. Customer's blood glucose was 63 mg/dl. Customer stated he was having a hard time pressing the act button. Customer reported he just got the device out of the box. Customer was advised to discontinue use of the device. No further information reported.